Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a rash under all three therapy electrode pads. The patient reported that she went to her doctor and he instructed her to remove the lifevest until the rash healed and gave her cortisone cream. During a follow up the patient's husband reported that the rash was clearing up. There was no alleged device malfunction.